Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during in-clinic follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic. Programming changes were made to the device.